Event description:
Philips received a complaint from the customer requesting on-site service to have a full evaluation performed on the unit to determine if there are any issues with v60. The customer is also requesting a copy of the log files. The customer reported there was no patient involvement, at the time the issue was discovered. The manufacturers field service engineer (fse) was dispatched to the site. The biomed customer requested a full diagnostic to be done on the device. The fse performed the diagnostic and found the air flow sensor failed and the o2 flow sensor failed. The customer informed us that he would be repairing the device. It is unknown if the device has been repaired. No further information was able to obtain. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.